Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent damage occurred. The lesion was located at the descending anterior artery. A 3.50x32mm promus element drug eluting stent was advanced to the lesion and was successfully deployed. After an atlantis sr pro catheter passed through the 3.50x32mm promus element stent, a deformation and shrinkage of about 0.5mm was observed on the stent. The procedure was completed with deployment of a 3.50x12mm promus element stent overlapping the deformation of the previous stent. No patient complications were reported and the patient status is stable.